Event description:
It was reported the physician found the resistance too high. An x-ray was taken and showed the lead was broken. It was noted the patient was scheduled for a replacement on (B)(6) 2013. It was noted the patient symptoms were not well controlled and they trembled.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, serial# (B)(4), explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported the patient underwent a secondary operation on (B)(6) 2013 to replace the two leads. It was confirmed the two leads were broken.

Event description:
Additional information received reported that there was one replacement operation on (B)(6) 2013 during which two leads were replaced due to two broken leads. No extensions were replaced. It was noted that the patient did not have three of more leads or more than one implantable neurostimulator. It was noted that the patient outcome overall was ok and that the patient was receiving effective deep brain stimulation therapy again following the double lead replacement surgery on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3387-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).